Manufacturer narrative:
The lot/serial number was not provided; therefore, an investigation or review of the device history record for this device was unable to be performed. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the instructions for use (IFU) under contraindications: the novasure impedance controlled endometrial ablation system is contraindicated for use in a pt with any anatomic or pathologic condition in which weakness of the myometrium could exist, such as history of previous classical cesarean section.

Event description:
On 03/17/2008 a physician reported he performed an uneventful novasure (ns) procedure (date unk). The post novasure hysteroscopy revealed a typical ablation and no perforation. The pt was discharged home the same day. Approx 72 hrs post procedure the pt called the physician and reported an elevated temp and abdominal cramping. She was placed on oral antibiotics (medication unk) and responded to treatment. Approx 4 week post ns ablation the pt reported to the ER with an elevated temp and abdominal pain. Her white blood count (wbc) was elevated (count unk) and a computed tomography (CT) scan showed a thickening of the uterus at the fundus with thickening of the small bowel near the fundus. No perforation was seen on the scan. She was started on intravenous (IV) antibiotics (medication unk). The pt was discharged (date unk) with a presumed diagnosis of endometritis.